Event description:
It was reported to boston scientific corporation in 2005 that a resolutionâ¿¢ clip device was used during a procedure the same day (patient age, gender and weight unknown). According to the complainant, during procedure preparation the clip fell off the catheter. Another resolution clip device was used to successfully complete the procedure. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.